Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Based on an internal investigation, abrasions are a result of external factors and have no effect on the pump¿s performance. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. (B)(6) is in scope of fa1243, which was initiated for pumps with a potential manufacturing issue that may result in demagnetization of the center-post. While (B)(6) is in scope of fa1243, visual inspection at high magnification of the cap weld, impeller inner diameter, and center post did not reveal any indication of an issue that may have caused or contributed to a premature demagnetization of the center-post. Log file analysis revealed ninety-four (94) low flow alarms have been logged since (B)(6)2024 and six (6) high watt alarms have been logged since (B)(6)2024. Of note, power spikes were observed during three (3) of the high watt alarms. As a result, the reported high power and low flow events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation and the available information, multiple factors may have contributed to the high-power event including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a normal clinic visit, power spikes were noted upon interrogating the alarm history of the ventricular assist device. The patient was hospitalized to work up these power spikes. There was a suspicion of demagnetization and concern for the impeller being off balance. Acoustic samples were collected and analyzed, revealing the presence of the 3rd harmonic, which indicated a potential imbalance of the impeller. Despite these findings, the pump sounded normal, and the patient's lactic acid dehydrogenase levels were normal (170s). The team planned to discuss the patient in a ventricular assist device meeting and a pump exchange was considered due to the concern for potential demagnetization.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that 3rd harmonic found on acoustic analysis and hemolysis work up was negative. The vad was exchanged.